Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed as the lot number is unknown. Visual/microscopic inspection: the sample was not returned; therefore a visual/microscopic inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt and limb perforation of the ivc. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Precautions: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one day post vena cava filter deployment, the patient allegedly presented to the emergency department with complaint of non-radiating severe sharp and squeezing right lower back pain which narcotic pain medication did not resolve. A CT scan reportedly demonstrated the filter to be tilted with several limbs extending beyond the caval wall and abutted the abdominal aorta both anterior and posterior. Five days post filter placement, the patient was admitted to the hospital and underwent successful retrieval and placement of a new vena cava filter. The patient's pain was said to have substantially resolved.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The filter was successfully deployed in a morbidly obese patient prior to a scheduled laparoscopic gastric band surgery. Approximately two days post filter deployment, CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter tilted 53 degrees to the vertical. Several limbs perforated outside the contour of the ivc and were abutting the aorta anteriorly and posteriorly. Approximately five days post filter deployment, the ivc filter was removed using a retrieval device without any issues. Therefore, based on the medical record, the investigation can be confirmed for the alleged tilted filter and the perforation of the ivc. Per the medical records, the morbidly obese patient had the filter implanted prior to lap band surgery. The instructions for use (IFU) states, "the safety and effectiveness of this device has not been established for morbidly obese patients. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported that approximately one day post vena cava filter deployment, the patient allegedly presented to the emergency department with complaint of non-radiating severe sharp and squeezing right lower back pain which narcotic pain medication did not resolve. A CT scan reportedly demonstrated the filter to be tilted with several limbs extending beyond the caval wall and abutted the abdominal aorta both anterior and posterior. Five days post filter placement, the patient was admitted to the hospital and underwent successful retrieval and placement of a new vena cava filter. The patient¿s pain was said to have substantially resolved. It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. Some time post filter deployment, the filter allegedly tilted and perforated. The device was successfully removed percutaneously. Reportedly, a second filter was deployed.